Manufacturer narrative:
The root cause for the reported issue of an over-infusion (albumin) was not determined. The reported issue that there was an over-infusion (albumin) could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, nurse programmed pump to deliver albumin 12.5 grams in 50 ml, pump delivered the full amount of the albumin in the bag (25 grams in 100ml). Ivf (intra-venous fluids) was hanging in the primary line. The pump setting was reviewed, and it was programmed appropriately. There was a patient involvement but no harm.